Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient received two prodisc c implants. At some point it was found that the vertebral body between the implants had collapsed causing the lower level to migrate. It is unknown if the patient was symptomatic. A second surgeon removed the implants on (B)(6) 2024 and completed a corpectomy fusion. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the levels defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. No device evaluation could be completed as the removed pdc device was not returned following the removal surgery due to a hospital policy. An x-ray showing the migrated implant was provided. The removal surgery was caused by the implant migration. No cause for the migration was determined. The submission is 2 of 2 devices involved in this event.

Event description:
A patient received two prodisc c implants. At some point it was found that the vertebral body between the implants had collapsed causing the lower level to migrate. It is unknown if the patient was symptomatic. Another surgeon removed the implants on (B)(6) 2024 and completed a corpectomy fusion.